Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that four years and five months post implantation, the patient underwent a computerized tomography (CT) scan which did not identify any failures. On or about a year after, a second CT scan revealed the alleged failures. The patient also reports to be suffering from abdominal and lower extremity pain, swelling, mental anguish and anxiety. According to the information received in the medical records, the patient has a history of small cell lung cancer and lower extremity deep vein thrombosis (dvt). The filter was placed as the patient was determined to be poor candidate for systemic anticoagulation with coumadin. During the filter implantation procedure, the filter was deployed in the renal vein, via the left common femoral vein. The patient tolerated the procedure well and there were no complications. As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. According to the information received in the medical records, the patient has a history of small cell lung cancer and lower extremity deep vein thrombosis (dvt). The filter was placed as the patient was determined to be poor candidate for systemic anticoagulation with coumadin. During the filter implantation procedure, the filter was deployed in the renal vein, via the left common femoral vein. The patient tolerated the procedure well and there were no complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter struts into inferior vena cava (ivc). Per the patient profile form (ppf), four years and five months post implantation, the patient underwent a computerized tomography (CT) scan which did not identify any failures. On or about a year after, a second CT scan revealed the alleged failures. The patient also reports to be suffering from abdominal and lower extremity pain, swelling, mental anguish and anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 15379114 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, pain and swelling not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter struts into inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the vena cava was reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter struts into inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.